Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the alarms were cleared and insulin delivery was resumed without a supply change. Blood glucose was over 300 mg/dl.